Event description:
Bilateral silicone gel breast implants removed intact with capsules. Pt has migraine headaches, burning of arms, feet and back (feeling of), malaise, recurring rash, muscle pain, dry mouth and diarrhea/constipation.